Event description:
It was reported that during a procedure to treat a ventricular tachycardia (vt), an intellanav stablepoint open-irrigated catheter was selected for use. Metri q pump and maestro 4000 generator were also selected for use. Flow rate was 2ml/min. Physician noticed fluid was leaking from the sideport tubing on stablepoint catheter. No error message was displayed. No ablations had been delivered. Catheter had been in the body for mapping only. Once leak was noticed, catheter was replaced and the issue was resolved. No damage to the luer was noticed. Procedure was able to be completed successfully without any patient complications. Catheter was returned for laboratory analysis.

Manufacturer narrative:
The intellanav stablepoint open-irrigated catheter was evaluated by boston scientific. Analysis of returned product revealed that the device has the irrigation tube partially detached, consequently confirming the reported clinical observation of tubing set fluid leak.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat a ventricular tachycardia (vt), an intellanav stablepoint open-irrigated catheter was selected for use. Metri q pump and maestro 4000 generator were also selected for use. Flow rate was 2ml/min. Physician noticed fluid was leaking from the sideport tubing on stablepoint catheter. No error message was displayed. No ablations had been delivered. Catheter had been in the body for mapping only. Once leak was noticed, catheter was replaced and the issue was resolved. No damage to the luer was noticed. Procedure was able to be completed successfully without any patient complications. Catheter is expected to be returned for further analysis.